Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 13 states, "wear and/or deformation of articulating surfaces."

Event description:
It was reported patient underwent a total elbow arthropalsty on (B)(6) 2005. Subsequently, patient was revised on (B)(6) 2013 due to poly wear. The ulna bearing and condyle set were removed and replaced with biomet product.